Event description:
The patient reported pain in her right shoulder about 8 months ago. She went to see her doctor, who gave her cortisone shot which only relieved pain for about 1 month but the patient had to wait 3 months until another one. The patient stated she did not want another one, so the surgeon did an ultrasound and told the patient she believed the patient had a torn tendon and bursitis. This caused the surgeon to perform an arthroscopy on (B)(6) 2014. Due to equipment malfunction of the scope, the surgeon had to go to an open procedure where the surgeon was able to see a torn tendon and a new rotator cuff tear. The surgeon repaired this using 2 arthrex anchors. The patient had 3 panalok anchors already in her shoulder from a revision surgery done in (B)(6) 2006 that was due to anchors breaking after the original procedure in (B)(6) 2006. There were no notes stating any defect in the 3 panalok anchors inserted in (B)(6) 2006. No patient consequences during or after this procedure. Patient states she still has pain but is upset this is her 3 rotator cuff procedure in 8 years. See associated med watch # 1221934-2014-00354, 1221934-2014-00355, 1221934-2014-00356, 1221934-2014-00357.

Manufacturer narrative:
The complaint device was discarded in the facility and not available for evaluation. From the reported event, it cannot be conclusively determined what caused the anchors to break. No technique or post operation information is available to discern a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated nc with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot that were released to distribution. At this point in time, no further action is warranted. Should additional information be provided in future, this complaint will be re-evaluated. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.